Event description:
A report was received that during device analysis, one of the patient¿s leads had pronounced kinks and all cables were broken or severed. It was also reported that the patient was experiencing lack of stimulation after a fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 16428541, description: next generation anchor kit-sterile. Sc- 2218-50 (sn (B)(4)) the complaint was confirmed. Visual inspection revealed the lead bodies had pronounced kinks approximately 18 cm from the distal end, where the leads appear to have been sutured. All cables reported broken were broken/severed at this spot. The fracture sites are 1 cm from the clik anchor setscrew marks. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed during testing and the patient's lack of stimulation. There are no exposed cables. Sc-2218-70 (sn (B)(4)) the complaint was confirmed. Visual inspection revealed the lead bodies had pronounced kinks approximately 18 cm from the distal end, where the leads appear to have been sutured. All cables reported broken were broken/severed at this spot. The fracture sites are 1 cm from the clik anchor setscrew marks. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed during testing and the patient's lack of stimulation. There are no exposed cables. Sc-4316 (ln 16428541) device evaluation indicated that the clik anchor passed visual and photographic tests performed. Anchors exhibit normal device characteristics.